Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit was found in rescue mode. The user did not realize the unit was not properly docked. Educated the user to observe on-screen prompts and identifying battery mode and discharge. Completed checkout including all functional and safety tests as per service manual. Released unit to customer.

Event description:
Na.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery not charging issue. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.